Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 200 mg/dl. During systems check with tandem technical support (cts) customer reported using pump supplies beyond labeling and the customer did not perform the cartridge air removal step of the load procedure. Cts educated the customer on proper load technique and cartridge/insulin labeling. Reportedly, customer changed pump supplies to address the issue.